Manufacturer narrative:
Corrected: product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst commented that a power on reset (por) occurred on (B)(6) 2014 at 10:02:37 and 10:15:14. "Firmware initiated a por with no reason code" indicated for both occurrences. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had a single high impedance measurement. The patient came to the clinic and all parameters "tested fine." The hospital staff did a cardioversion which caused an electrical reset to the device. Wireless telemetry was lost. The staff repeated the cardioversion and another electrical reset occurred. The device was explanted and replaced. After the new device was implanted the defibrillation threshold failed. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the patient had fatigue.